Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to pancreas to treat a large 10cm cyst that was putting pressure on gastric wall during a pancreatic fluid collection (pfc) drainage endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician successfully introduced axios into the pfc and deployed the first flange into it, and the second flange was deployed beyond the gastric wall. The second flange fully expanded but then collapsed, exited the gastric space, and the puncture site itself became the perforation. The axios stent ultimately ended up inside the pfc. Upon deployment, it was noted that the second flange lacked adequate radial pressure and failed to maintain its position against the gastric wall. Although it continued to drain the cyst and remained in place for approximately three minutes, the insufficient radial force led to its collapse. The flange slid back into the cyst, where it was lost from view. Overall, the stent appeared to have a weak radial force and did not hold itself open, leading to its classification as defective. There were no troubleshooting steps other than keeping a guidewire in place and attempting a second axios, which was unsuccessful. The physician then used an overstitch to close the perforation. The patient was sent to surgery to complete cyst drainage and retrieve the stent which was now in the peritoneal space. The patient is currently expected to fully recover.